Event description:
It was reported that before a tka procedure, the anspach motor detached from the back cable. The procedure was continued with manual instrumentation without delays. No other complications were reported.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. The reported problem was visually confirmed, cable sheath is off of the collar near the drill. Although the reported problem was visually confirmed, a functional evaluation was performed. The evaluation passed. The drill functioned without any issues. The device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the drill and failure mode(s) "damaged cord" identified similar events. This failure is an identified failure mode within the risk assessment. The most likely cause of this event is improper handling of the drill. Care and caution should be exercised during surgical site set up and tear down to protect the device cable from sharp objects or from situations that pin the cable between two objects. Do not use excessive force on the device strain reliefs during the decontamination process to minimize separating the cable from the strain relief. Refer to the navio surgical system user's manual and the navio surgical system instrument kit cleaning and sterilization guide for proper handling. The clinical/medical investigation found the motor detached from the back cable prior to a tka procedure and the procedure was completed with manual instrumentation. Per the field report, there was no patient involvement. There was no report of a significant delay, injuries, medical intervention, or prolonged hospitalization. Patient impact beyond the modified surgical procedure/ change to manual instrumentation would not be anticipated. No further medical assessment is warranted at this time. No containment or corrective actions are recommended at this time.